Event description:
Per sales rep, the surgeon was using the repositioning pin and the threaded portion dislodged in the pt's cheek. The thread was removed from the bone with no complications.

Manufacturer narrative:
Investigation in process but not yet complete.